Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and cracked and bleeding display glass was noted during the visual inspection.

Event description:
Customer's mother reported that her son hit his insulin pump with the car door and caused damage on the screen of the insulin pump. Mother stated that the inner portion of the screen was cracked and was only able to make out half of the screen. Customer's recent blood glucose reading was 131 mg/dl. No further information reported.